Manufacturer narrative:
Results: presence of some non-conductive soil on the load cell connector between the load cells and the cpu board.

Event description:
It was reported by service report that the scale was not working. No patient involvement or adverse consequences were reported.